Manufacturer narrative:
All available patient information is included. Additional patient details are not available. This report is being filed on an international product list number: 3p25 that has a similar product distributed in the us, list number: 2r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result for a patient. The architect generated a result of 1070 pg/ml. The sample was tested on siemens advia centaur instrument and generated a result of 0.006 ng/ml (normal range: < 1.5 ng/ml). No customer cut off was provided therefore we will use the architect stat high sensitive troponin-I package insert overall cutoff of 26.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, field data review, and device history records. Return testing was not performed as returns were not available. Data and information provided were reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue for the lot 42734ud00. A review of tracking and trending did not identify any related trends for the product for the issue. The device history record was reviewed and did not identify any non-conformances or deviations associated with lot 42734ud00 and complaint issue. The customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide data. Review shows that the median patient result for the complaint lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. As review of applicable field data suggests that the performance is acceptable, file kit testing is not required. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for architect stat high sensitive troponin-I reagent lot 42734ud00 was identified.